Manufacturer narrative:
(B)(4). (B)(4): results - a conclusive root cause could not be determined for the stent dislodgement. Eval summary: quality assurance analysis revealed that the sds was returned with blood on the balloon and contrast in the inflation lumen and balloon. The stent implant was returned dislodged from the sds. There was no damage noted to the stent implant. The balloon was partially inflated. There were faint crimp marks on the balloon between the markers. There was a kink in the inner and outer member 10 cm proximal to the proximal balloon seal. There was no damage noted to the tip. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met mfg criteria. The outer diameters of the stent were oversized and did not meet mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. The analysis of the returned sds noted blood visible on the balloon and contrast in the inflation lumen and balloon. This is consistent with handling and preparation of the product. The stent was returned dislodged from the sds, confirming the reported dislodgement. There was no damage noted to the stent. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was returned partially inflated. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameters measured and found to be oversized, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the require spec, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The protective sheath was not returned which may have aided the eval. In this case, it is possible that during preparation, positive pressure was applied to the sds, as evident in the partially inflated balloon, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgement. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgement. This MDR is considered to be closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent dislodged from the 4.0 x 15 mm vision stent delivery system (sds) when the protective sheath was removed. The air inside the sds was not completely removed before the sheath was removed. Reportedly, there was no pt involvement. No add'l event or pt info is available.